Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, noise was noted on the right ventricular channel and multiple shocks were delivered. Review of the session records showed possible lead damage. The lead was capped and replaced.